Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 12 september 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative joint disease. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2015, the patient underwent a left knee arthroscopy and debridement of hypertrophic synovium due to pain. The surgeon indicated there were no loose bodies, no loosening, no defects on any of the plastic or metal surfaces. He noted the parapatellar area had hypertrophic synovium which was resected followed by smooth transition and movement of the patella on the femoral component. No components were revised in the procedure. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was not adherent to the cement mantle, and the cement never bonded to the component. Loosening at the tibial tray to cement interface. He noted femoral component was very nicely very firmly secure. The surgeon reported the patella had good fixation so was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2014. Dor: (B)(6) 2017, (lt knee).